Event description:
The patient¿s symptoms persisted despite receiving a pain injection. A revision procedure was completed on (B)(6) 2026, and the anchors were removed to resolve the reported event.

Manufacturer narrative:
The anchors were not returned to saluda. A root cause for the reported implant pain could not be definitively determined but may have been related to the patient being thin. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "temporary or persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for pain at the anchor implant site. A cortisone injection was administered to relieve the pain during healing.